Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative reported that they were on the site for two additional cranial biopsies following the initial issue. The representative reported that both biopsies were successful and that they trained the site on proper tracking techniques for the procedure. The software investigation found that the reported event was unrelated to a software issue. The investigation found that the issue is suspect to be use error based on training being provided to the site. The software functioned as designed.

Event description:
A site representative reported that, while in a cranial biopsy, an imprecision occurred resulting in a failed biopsy. It was reported that the patient had to return for a second biopsy to be performed. There was no reported delay to the procedure due to this issue. It was reported that the second biopsy performed was successful.

Manufacturer narrative:
Correction: adverse event fields updated to proper values. Reported issue is an adverse event as a second biopsy was performed.